Event description:
In 2007, the patient reported that she experienced intermittent stimulation after a fall approx one month earlier, and all lights on her programmers were flashing. The medtronic representative had checked the ipg, stating that it was low. The hcp reported the patient had replacement of the battery in the dorsal column implant in the right pocket. Over the last week, the patient described a slight sense of erythema, when looked at the office was felt to have cutaneous cellulitic reaction. The patient subsequently went on to have some degree of drainage and was seen in the ER and started on clindamycin. The patient continued to have drainage that appeared to have increased a bit. Baseline cultures were taken which were conclusive. The patient was recommended for incision drainage and debridement. Under general anesthesia, the patient underwent an incision and drainage with debridement with culture and sensitivities and gram-stain. The lateral end of the incision had an open sinus tract with somewhat turbid serosanguinous material emerging; however, this could not be expressed on the pocket. This was opened up and was found to communicate with the subcutaneous tissue, but not with the pocket. Nevertheless, due to the fact that it was not possible to ascertain with there was no communication, the pocket was opened entirely; the implant was brought back into the field. Copious irrigation and debridement was then done. The battery was replaced in the same pocket with plastic closure being done. The patient tolerated the procedure well and left the or in stable condition. The following day, the patient underwent an ultrasound and fluoroscopic guided PICC line via the right basilic vein for long term antibiotic therapy.